Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2013. It was reported that the pump worked initially, but slowly died out. It is unknown if this issue occurred during a procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.